Event description:
On nov 25, 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting an "error 5". Per the onetouch ultra2 owner's booklet this error appears when the meter has detected a problem with the test strip. The medical surveillance specialist (mss) spoke with the reporter on dec 7, 2009 and obtained the following info. The pt reported that the alleged error message to appear on the morning of event date. As a result of not being able to test, the pt claimed he took his usual dose of oral medication (glyburide); however, skipped his breakfast because he did not know if his blood glucose was running high that morning. Later that morning (time unk), the pt associated stated that he began to feel shaky and developed blurred vision. The pt associated the symptoms with a low glucose and immediately treated self with food and/ro drink. The pt confirmed he felt better after the self treatment. At the time of troubleshooting, the customer care advocate (cca) noted that the pt was using the correct testing technique and that the subject strips were in good condition. The alleged error message remained unresolved. Replacement products were sent to the pt. This complaint is being reported because ,the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.